Manufacturer narrative:
The insulin pump had intermittent down arrow button response due to corroded keypad traces. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery out limit alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked display window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons on the insulin pump were unresponsive. The insulin pump alarmed battery out limit. The customer mentioned she wore her insulin pump on her belt while it was raining. The insulin pump had a scratch on the screen. Customer's blood glucose level was 126 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.